Event description:
Additional information was received that a revision procedure was performed. The rv lead was capped and replaced to resolve the event.

Event description:
During a remote follow-up, increased capture threshold, increased pacing impedance and decreased sensing were observed on the right ventricular (rv) lead. The suspected cause of the event was due to the changes in the tissue. The device was then reprogrammed as an interim resolution. The patient is stable with no consequences.